Manufacturer narrative:
The device was received for evaluation containing approximately 40 ml of desferrioxamine and sodium chloride in the reservoir. During visual inspection, no evidence of fluid was observed coming out at the distal luer. The cause of the flow problem was due to excess white drug precipitate located in the drug solution of the reservoir and inside the delivery tubing; therefore, the infusor was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It reported that a half day infusor did not flow. This was noted three hours after the device was connected to the patient. The device had been filled with 2100mg desferrioxamine in 45ml 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.